Event description:
The complaint is reported as: "md was performing the procedure according to IFU. During insertion, md found that the tip of the dilator was torn and could not enter anymore. Md could not proceed with the procedure and finished using the new product". No patient harm reported. The patient's condition is reported as fine.

Manufacturer narrative:
Qn#(B)(4). The customer returned one dilator/sheath assembly and guide wire for evaluation. Visual examination revealed the distal tip of the dilator was split and frayed. This damage is consistent with undue force being applied during an attempted insertion. The total length of the dilator measured to be 6.77" which is within specifications of 6.75-7.25" per product drawing. The outer diameter of the returned dilator measured to be 0.0828" which is within specifications of 0.082-0.085" per product drawing. The inner diameter of the dilator tip could not be measured due to the damage observed. The returned swg was advanced through the returned dilator with minimal resistance. A device history record review was performed with no relevant findings. The IFU provided with this kit instructs the user to perform a skin wheal prior to dilating the skin. The customer report of a damaged dilator tip was confirmed by complaint investigation of the returned sample. The dilator tip was split and frayed, which is damage consistent with undue force being applied to the tip. The sample passed all relevant dimensional inspection and a device history record review was performed with no relevant findings. Based on the sample received and the customer report that the defect was identified during use, unintentional user error caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.

Manufacturer narrative:
(B)(4).

Event description:
The complaint is reported as: "md was performing the procedure according to IFU. During insertion, md found that the tip of the dilator was torn and could not enter anymore. Md could not proceed with the procedure and finished using the new product". No patient harm reported. The patient's condition is reported as fine.